Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that moisture could have gotten in while she was in the shower. The customer removed the battery and reinserted, but the buttons were unresponsive. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.